Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "rupture and baker grade". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Healthcare professional reported left side "rupture and baker grade". Healthcare professional later reported "this patient had nothing other than an unexpected ruptured implant upon removal. No capsules were reported." Unreporting capsular contracture baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
Lab analysis: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as fold flaw opening and observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device has been explanted and replaced.